Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("it no longer hurt to be intimate with my husband"), rheumatoid arthritis ("rheumatoid arthritis") and allergy to metals ("allergy testing- which was positive to nickel"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, abdominal pain and dyspareunia had resolved and the rheumatoid arthritis and allergy to metals outcome was unknown. The reporter considered abdominal pain, allergy to metals, dyspareunia, pelvic pain and rheumatoid arthritis to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-apr-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("it no longer hurt to be intimate with my husband"), rheumatoid arthritis ("rheumatoid arthritis") and allergy to metals ("allergy testing- which was positive to nickel"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, abdominal pain and dyspareunia had resolved and the rheumatoid arthritis and allergy to metals outcome was unknown. The reporter considered abdominal pain, allergy to metals, dyspareunia, pelvic pain and rheumatoid arthritis to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.